Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked out little by little from the foley catheter even after injecting the sterilized water.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A 2 way red rubber catheter was returned with sample port connector opened without original packaging. No visual defects were noted. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed. As the reported event is unconfirmed labeling review is not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that water leaked out little by little from foley catheter even after injecting sterilized water.